Manufacturer narrative:
An intermittent power problems and electrical burning smell was reported. It was confirmed that the plus from harness to control board was burned. No injuries were reported nor any visible flames, smoke or fire department being called.

Event description:
Customer reported the power harness burnt.